Event description:
It was reported that high impedance and low output was seen on the patient's diagnostics during an appointment with the neurologist. The patient has been seizure free and hasn't had any issues/adverse events. No known surgery has occurred to date.